Manufacturer narrative:
Testing was performed at alere (B)(4) on retained device lots 905626 and 905882 associated with kit lots e05925 and e05858 with presumed negative urine samples and a positive control. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lots 905626 and 905882 were reviewed. These lots met the required release specifications. A review of the complaints reported false positives related to lot numbers 905626 and 905882 showed no similar cases. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported that 4 weak (false) positive results were obtained with the alere binaxnow streptococcus pneumoniae antigen card test. The (frozen) samples were tested again (B)(6) 2017 with a second lot of material and 3 of the 4 samples generated weak positive results. The result of the 4th sample is unknown and therefore it is unknown if a false negative result occurred. The sample type and patient outcome(s) are unknown. The conflicting results suggest a malfunction may have occurred. In a worst case scenario if cerebral spinal fluid (csf) was used, a false negative result could have occurred. A false negative result may cause a delay in the patient receiving appropriate therapy. As meningitis is a serious, life threatening condition delays in treatment may have severe consequences; therefore, this is a reportable event. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).